Event description:
A malfunction occurred with the customer's pump, displaying the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and contact support if any further issues arose. The customer acknowledged and understood these instructions.